Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA pr7211. A report will be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. Per ER 2245441 all communications to the customer/patient were completed. No further good faith effort is necessary. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updates: box g: date received by mfg updated. Manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.